Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer was having difficulty charging the pump. When the pump was plugged into a power source, the pump appeared to initiate charging. However, shortly thereafter, the pump did not recognize the power source and would not charge. Subsequently, the pump would begin to charge again. The customer's blood glucose level was 80-170 (mg/dl). Ultimately the customer was able to charge the pump to 95%.